Event description:
The surgical nurse responsible for mixing the cement during surgery for many years claimed that she allegedly developed severe asthma as a result of her exposure to the methyl methacrylate fumes.